Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient experienced infusion set tubing detachment event on (B)(6) 2026. The site of detachment was at tubing connector. The infusion set was in use for twenty-four hours. No further information available.